Event description:
It was reported the device's pressure monitor needle would not move and was stuck at one reading. No patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During examination the device showed no damage. The device was given functional testing; the tidal volume knob did not stay at set point. In addition, the device was found to have an oxygen leak at the input manifold. The cause of the component issues were not confirmed.